Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with description "fluid spill." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Evidence of fluid ingress was found. The distribution pcba and the controller pcba were damaged and need to be replaced due to the ingress. The device will be repaired and upgraded before returning to service. (B)(4).